Event description:
A medtronic rep reported an inaccuracy during an anterior cervical case. The site was using a cranial frame along with the c-arm. The pt was placed in a (B)(6) and the frame was located near the pt's neck. After an o-arm spin, they noted an inaccuracy in depth. After a second spin, the inaccuracy increased and they were off by an entire level. The medtronic rep stated, they attempted to confirm navigational accuracy immediately after each spin. There was no reported pt or frame movement. The procedure was completed with the use of the stealthstation s7 system. There is no impact on pt outcome reported.

Manufacturer narrative:
Pt demographic is unk at the time of this report. No archives or exam files have been received by the MFR for eval at the time of this report.